Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, an error message had occurred. Programming changes were made to address the issue. The patient was in stable condition.